Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an unspecified infection. The physician alleged the system or related procedure caused or contributed to the infection. Vegetation was noted on the lead and inside the pocket. The implantable cardioverter defibrillator, right ventricular lead, and inactive right ventricular lead were explanted. The patient was in stable condition.